Event description:
It was reported that the right ventricular lead exhibited high impedance, loss of capture, and noise. The lead was fractured. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. Final analysis found that the lead sustained rib clavicular crush damage at 24.5 cm from the connector pin. In this region the outer coil was found to be fractured, damaging the insulation and exposing the inner coil.